Event description:
The customer contact reported an operator error which resulted in the pt receiving more medication than intended. At an unspecified time, line a of channel 1 was programmed to deliver diprivan at a rate of 2ml/hr, with a vtbi (volume to be infused) of 100ml and the delivery was started. After an unspecified length of time, line b was programmed in the concurrent mode to deliver an unspecified concentration of potassium at a rate of 50ml/hr, with a vtbi of 100ml and the deliveries were started. No further programming parameters were provided. It was reported between 0700 and 0900, the pt's systolic blood pressure decreased from 118mmhg into the "70-80 range." At this time, the therapies were stopped. After an unspecified length of time the diprivan delivery was restarted. No medical interventions were required. There were no reported adverse pt sequelae. The customer contact stated the event was the result of the nurse not flushing the residual diprivan that remained in the pump tubing set, prior to starting the concurrent potassium therapy. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The device history was downloaded at the user facility. A review of history found in 2008 at 0755, line a was programmed in the dose calculation mode, the deliver diprivan 1000mg/100ml, at a rate of 5ml/hr, with a vtbi of 75ml. A duration of 15 hrs and a calculated dose of 11.7mcg/kg/hr. A programmed dose greater than 10mcg/kg/min alarm occurred. Dose limit override "yes" was selected and the delivery was started. At 0802, line b was programmed in the concurrent mode, to deliver kcl 20meq/100ml, with a dose of 10meq/hr, at a rate of 50ml/hours and vtbi of 70ml and a calculated duration of 1hr and 24min, and the delivery was started. Between 0804 and 0815, the delivery rate on line a was titrated from 10ml/hr to 3ml/hr, there were 3, programmed dose greater than 10mcg/kg/min alarms and 3 times a dose limit override "yes" was selected until the delivery was stopped at 0815. At 0817, line b was stopped with a vi (volume infused) of 12.6ml. At 0822, delivery on line b was restarted at a rate of 50ml/hr. At 0851, the delivery on line a was restarted at a rate of 3ml/hr. At 0855, the programming on line a was cancelled. A review of the history indicates that the device delivered as programmed.